Event description:
Device was returned from medtronic canada. Reportedly, no voice prompts when powered on. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up properly. Physio replaced the digital pcb assembly and then observed proper device operation through functional and performance testing. Physio further evaluated the digital pcb assembly and determined that root cause for the observed malfunction was poor solder joints on an ic chip, designator u16. The failure caused the device to not power up properly.